Event description:
23mm sapien valve embolization occurred during deployment. Per valve rep, the valve was about -0.5cc approx. 12% oversized. Patient was bicuspid, ai, little calcium burden. Noticed when balloon inflated pressure jumped to 190's and then appeared to lose capture at very last second. Fluoroscopy recording reviewed with the physician after embolization and appeared wire moved slightly. The physicians believed a pvc is to blame. Second valve deployed with no noted loss of capture. Patient left lab in stable condition with no apparent harm.

Manufacturer narrative:
According to fluoroscopy recording review, the wire slightly moved during rapid pacing, the valve is also believed to be oversized (approx. 12%). The physician believes that a pvc occurred and caused the dislocation of the valve. The incident might be caused by one or a combination of multiple patient and procedural factors. The savvywire instructions for use recommend to always ensure tip is stable while rapid pacing, maintaining wire position and contact with the ventricular wall. The risks associated with the event are well documented as well in the savvywire risk management files and instructions for use.